Event description:
Account alleged that the head or hi/low is drifting down.

Manufacturer narrative:
Account stated that due to the busy holiday season, they have not had time to work on the bed and that it will be some time until they are able to find the time to work on this bed. They will call back, if needed, at such a time that they are able to perform work on the bed. Repair unknown, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.